Manufacturer narrative:
The legacy rollator was inspected by invacare corporation and the visual observation indicated that the right rear leg tubing was bent inward, such that the wheel angled in noticeably. The right rear wheel assembly appeared undamaged and there were no abrasions or signs of impact visible on the outer surface of the bent leg tube. Aside from the bent right rear leg tube, the rollator was sturdy and in good condition. No functional testing could be performed due to the damaged condition the rollator was received in. In conclusion, the failure observed is consistent with the complainant's allegation that the end user turned while walking with the device. Additional stress on the right rear leg tube resulting from the torque of the turning action most likely caused the frame failure.

Event description:
The end user was walking into the living room area of his apartment. He stopped and turned his head and upper body slightly to answer his wife who had spoken to him. The right side of the walker collapsed causing him to fall to the floor. The end user was taken to the hospital emergency room and diagnosed with a partial l. Bicep tear. The family related the injury is being treated conservatively and not to be surgically repaired due to the end users pre-existing medical conditions.

Manufacturer narrative:
The dolomite legacy low rollator was returned to the dealer. The dealer returned the rollator to invacare (B)(4) who is shipping it to invacare corporation in the united states for evaluation. The record will be updated when more information is received.

Event description:
The end user was walking into the living room area of his apartment. He stopped and turned his head and upper body slightly to answer his wife who had spoken to him. The right side of the walker collapsed causing him to fall to the floor. The end user was taken to the hospital emergency room and diagnosed with a partial l. Bicep tear. The family related the injury is being treated conservatively and not to be surgically repaired due to the end users pre-existing medical conditions.